Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that about three weeks ago the patient went to have their pump checked and they were unable to interrogate the pump without lifting up the bottom side of the pump. It was believed that the pump had flipped. The plan was to go back in and open the pain pump pocket and assess the pump and possibly tack it back down so that it was in the correct position. The surgery was scheduled for (B)(6) 2024. There were no known environmental/external/patient factors that may have caused or contributed to the event. The event was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was unknown and the patient's medical history consisted of chronic pain. Additional information was received from a company representative (rep) reporting that the patient was scheduled for a pump pocket revision because of a flipped pump. After opening the pain pump, there was a large amount of puss in the pocket. The hcp decided to remove the pump and catheter.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type catheter product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from a company representative reporting that the cause of puss in pocket was unknown. The pump and catheter were removed and discarded. It was reported that the devices would not be able to be returned to medtronic due to "gross infection". The patient's weight was reported as 93.5 kg at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and healthcare provider (hcp) reporting that the hcp would try and go back and implant a new pump and catheter in about six-eight weeks from now.